Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup mode and the patient's presenting rhythm was not provided. The programming changes were made. The patient was in stable condition.